Manufacturer narrative:
(B)(4). Concomitant products: guide wire: asahi fielder xt. Inflation: indeflator. Other: asahi corsair microcatheter. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a non-st-elevated myocardial infarction (nstemi), a dissection caused by a 1.2x12 mm non-abbott balloon, and a heavily calcified, 100% stenosed lesion in the mildly tortuous, totally occluded mid right coronary artery (rca). With a non-abbott microcatheter in place, an asahi fielder xt guide wire was advanced to the distal rca. Pre-dilatation was then performed with a 1.2x12 non-abbott balloon inflated to 14 atmospheres (atm), a 1.5x12 non-abbott balloon inflated to 18 atm, then a 2.0x12 mini trek balloon inflated to 12 atm. An angiogram confirmed no perforation and coronary flow (timi 3) to the distal rca. After unpackaging a 3.0x20 trek rx balloon dilatation catheter (bdc) without issue, the device was prepped and a contrast ratio of 1:1.5 was used. The 3.0x20 trek rx was advanced to the lesion without resistance and was inflated to 10 atm, however, once completing pre-dilatation, the balloon was unable to be deflated and was consequently difficult to withdraw from the vessel. The indeflator inflation device was swapped out for another one; negative pressure was applied again, however, the 3.0x20 trek rx balloon was still unable to be deflated at all, despite more than five deflation attempts. Force was applied to pull the trek back out of the vessel then all devices were withdrawn as a single unit. The procedure was aborted. A future percutaneous coronary intervention for the rca is planned. Post-procedure stenosis result was 80%. There were no reported adverse patient sequelae. A clinically significant delay was reported, but no adverse patient sequelae had occurred as of the 24-hour post-procedure follow-up. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation difficulty was not confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, since the deflation difficulty was not confirmed during returned analysis a conclusive cause for the reported difficulty cannot be determined. The balloon being partially deflated during removal likely contributed to the resistance encountered during removal. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.